Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during an esophagogastroduodenoscopy procedure performed in the patient's stomach on (B)(6) 2014. According to the complainant, during the procedure the injection gold probe would not activate and there were no signs of current running through it. The device was directly connected to the generator via an adapter and despite an increase in power setting no cautery was produced. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe. Additionally, no visible issue to the complaint device or packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.